Manufacturer narrative:
Updated data: b5. Third paragraph added h6. Device and method codes updated additional codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 7 years and 4 months following the implant of this transcatheter bioprosthetic valve, aortic insufficiency was noted. An unspecified intervention is required. No additional adverse patient effects were reported. Additional information was received that severe aortic insufficiency was observed. Additional information was received that per the transesophageal echocardiogram, the valve was well seated in a pre-existing non-med tronic surgical valve. The leaflets appearedthickened with no obvious mobile masses or vegetations. Subclinical leaflet thrombosis could not be ruled out. Severe broad-based jet of transvalvular aortic regurgitation with pressure half-time of 179 ms and mild jet of paravalvular regurgitation on the posterior aspect of the transcatheter aortic valve was noted. A peak velocity of 2.6 m/s and mean gradient of 17 mmhg were observed which indicated no significant stenosis. Subsequently, a surgical explant of the medtronic valve and pre-existing non-medtronic surgical valve was performed, and a bovine pericardial aortic valve prosthesis was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 7 years and 4 months following the implant of this transcatheter bioprosthetic valve, aortic insufficiency was noted. An unspecified intervention is required. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a4. Patient weight added b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 7 years and 4 months following the implant of this transcatheter bioprosthetic valve, aortic insufficiency was noted. An unspecified intervention is required. No additional adverse patient effects were reported. Additional information was received that severe aortic insufficiency was observed.